Event description:
It was reported that patient underwent the second stage of a two stage hip revision procedure on (B)(6) 2011, to remove an antibiotic spacer and implant hip prostheses. The antibiotic stem was found to be well-fixed and after two hours of attempted removal, the stem remained implanted. The patient had a fatty embolism and expired during the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of three (1825034-2011-00973 through 00975) for this event.